Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04226 and 2134265-2016-04209. It was reported that stent damage occurred. In (B)(6) 2015, a 2.5x12mm promus premier stent was implanted at the first right posterolateral (prl) segment. In (B)(6) 2016, the lesion in the second right prl segment and third right prl segment was scheduled to be treated. An opticross imaging catheter was advanced but failed to cross the second right rpl due to severe calcification. A 1.2mm, 1.5mm and 2.0mm balloon catheters were selected for dilation but failed to cross respectively. Rotational atherectomy was performed using a 1.50mm rota link plus. Initially the speed of the burr was at 180,000rpm and was reduced by 5,000rpm to ablate the stenosis thrice. After the third use, it was noted that the burr could not be removed. After several attempts, the burr was able to be removed from the patient together with a wire. It was also noted that the rotation speed has been reduced to 150,000 rpm at the previously deployed promus premier stent. Following the removal of the burr, it was noted that the previously deployed promus premier stent had entangled with the burr. Angiography and ivus confirmed no sign of patient complications. Dilatation was then preformed using a 2.0mm balloon catheter. However, dissection was noted at the third right prl segment. A 3.0x24mm synergy stent was implanted at the first right prl segment while a 2.25x28mm synergy stent was implanted at the second right prl segment. Subsequently, a 2.25x38mm synergy stent was deployed to cover the dissection noted at the third right prl segment. Ivus was performed using opticross but got stuck at the previously deployed 2.25x28mm synergy stent. The imaging catheter was cut and the core wire was removed. A new wire was inserted but the catheter still could not be removed. It was then changed to 8f system together with a guidezilla guide extension catheter and the imaging catheter was successfully removed from the patient. The distal part of the 2.25x28mm synergy stent was found to be deformed and was post dilated. Ivus confirmed that a dissection was noted at left main trunk through the proximal left anterior descending (lad) artery. A 4.0x20mm synergy stent was deployed to cover the dissection at the right posterior atrioventricular branch. Kissing balloon technique was performed at the lad and left circumflex artery and the procedure was completed. No further patient complications were reported and the patient's status was good.